Event description:
It was reported that the balloon ruptured. The targeted lesion was in a moderately calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 4psi after being inflated once. The device was successfully removed from the patient via normal method and the procedure was completed. There were no patient complications, and the patient fully recovered after the procedure.

Manufacturer narrative:
B3 date of event: date of event was approximated to 05/01/2026 as no event date was reported.